Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following fields for corrected information: h10 - the user facility medwatch form number was added as a related report number. E3 - updated to "yes".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a medwatch form (B)(4) stating: we were performing laparoscopic robotic assisted cholecystectomy. We were clipping the gallbladder, the clip applier did not completely engage the clip. We replaced the clip applier. That one also failed, we removed from service. Observed that the jaws that were not appropriately aligned, seemed to misaligned. Updated fields: a2, a3a, a3b.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument's clips were not catching, and the jaws were misaligned. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with both grips bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. The complaint was confirmed by failure analysis.